Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), one of the displays went blank. There was no patient or user harm associated with this event.

Manufacturer narrative:
Spacelabs healthcare technical support walked the user through restoring the display on the central. The customer confirmed the display was restored following power cycling the display. Cause of failure was not established.